Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of above 580 mg/dl. Customer¿s current blood glucose level is 483 mg/dl. The customer¿s other blood glucose level was over 400 mg/dl. The customer did experience symptoms regarding high blood glucose such as headache and nausea. The customer was treated for the high blood glucose with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer did allege insulin pump was under delivering because customers blood glucose level did comes down when they experiences boluses. The customer performed high pressure test and it was passed. Customer states that an alarm was not in progress at the time the button was unresponsive. Customer also states that button was not unresponsive during an easy bolus attempt. The insulin pump will not returned for analysis.